Event description:
On 2/2/94 we were notified by the hospital that the ventilator stopped working while connected to a pt that was recovering from heart surgery. The hospital also informed us that the pt was briefly "bagged" and then switched to another ventilator. On 2/11/94, we were informed by the hospital that the pt has completely recovered from the surgery and does not have any kind of injury or impairment.